Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. Customer's blood glucose was 600 mg/dl. The customer was admitted to the hospital, had internal bleeding, high blood pressure above 200. The customer was offered to troubleshoot for the device but declined, stating she didn't believe the issue was pump. The customer was off the pump currently.